Event description:
The device was being used to treat a pt during an open heart procedure. Reportedly, the device would not deliver a countershock to the pt. A second set of internal paddles was obtained and a second unsuccessful defibrillation attempt was made. A third set of internal paddles was obtained and defibrillation was successful. The pt was resuscitated, but deceased later in intensive care unit. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.